Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the battery replacement alarm for mobile power unit (mpu). The minus terminal connection part (spring part) in the middle of the battery compartment of the mpu was located at the left end, and the battery was out of alignment, leading to an alarm sound.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an offset spring in the mobile power unit (mpu) battery compartment was confirmed. The mpu (serial number: (B)(6) was returned for analysis in unremarkable condition. The battery door was removed, and the reported event was confirmed. The center battery spring was found to be offset causing a poor connection between the aa battery and the spring. The mpu was connected to ac power and booted up as intended. The unit was connected to a controller and mock loop and ran for an extended duration without any issues or alarms activating. The mpu was functionally tested and passed all testing. The customer authorized to scrap the mpu following analysis. The mpu was forwarded to product performance engineering for further analysis. A manufacturing analysis task was performed to further investigate the offset spring within the backup battery compartment. The investigation resulted in finding that the issue causing the battery replacement alarm in the mpu is due to misalignment of the negative terminal spring in the middle battery compartment of the battery holder, this misalignment leads to inadequate contact between the battery and the negative terminal, triggering the battery replacement alarm. The investigation revealed that the battery holder¿s supplier specification does not control the positioning of the negative terminal spring. A supplier change request (scr) has been initiated to change the battery holder¿s supplier. This transition resolves the battery replacement alarm issue effectively. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 10nov2023. Heartmate 3 instructions for use (rev. A) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use (rev. A) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate 3 instructions for use (rev. A) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. C) section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook (rev. C) and heartmate 3 instructions for use (IFU) (rev. A) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.